Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). Sorc checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. -the screen went black due to a malfunction of the ccd unit. -the camera cable was buckled. Omsc determined that the reported event was caused by user's handling. Based on the device evaluation result, the screen may have turned black because the ccd unit broke down due to an impact such as the user dropping the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual states that the device should not be impacted. By following this instruction, the user may have been able to prevent the reported event from occurring. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the monitor screen turned black. There was no report of patient injury associated with the event.